Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : product not required.

Event description:
It was reported pcu keypads are being replaced. No further information received.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported pcu keypads are being replaced.